Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to motor encoder signal out of phase. The displacement test was unable to be performed and the motor position encoder error alarm could not be verified in the alarm history screen due to motor error alarm. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer was wearing the insulin pump during an MRI. Troubleshooting for the motor error on the insulin pump was performed. Customer also reported a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.